Event description:
It was reported that during an atrial fibrillation (afib) procedure, the navistar thermocool could not apperceive magnetic signals. They exchanged the catheter to complete the procedure. There was no patient injury reported in this procedure. The complaint reported was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(4) 2014, the bwi failure analysis lab noted that there was char on the proximal end of the tip dome which measured more than 1mm. This condition was not originally reported. The amount of char noted is indicative of a reportable event, thus marking (B)(6) 2014 as the awareness date.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).